Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, the patient underwent an anterior lumbar fusion at l3-4, l4-5, l5-s1 using rhbmp-2/acs. Following surgery, the patient had significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed the patient had developed bony overgrowth. The patient reportedly has received significant medical treatment to care for the injuries caused by the original fusion surgery and has never recovered from the surgery, and continues to suffer from daily, disabling pain that prevents the patient from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009, patient underwent following procedure: anterior lumbar interbody fusion with peek interbody device, l3-4, l4-5, l5-6; l3-4, l4-5, l5-6 posterolateral fusion with segmental instrumentation; use of allograft, bmp and allograft; neuromuscular junction testing x8 nerves; intraoperative fluoroscopic guidance; insertion of continuous epidural. Pre-op and post-op diagnosis: discogenic back pain, l2-3, l3-4, l4-5, l5-6. As perop notes: ".. At each level, a 10mm lordotic cage was packed with allograft and bmp and impacted across the disc space. With cages in good position in both ap and lateral planes, the retractor was removed.. Bmp and allograft was then packed posterolaterally into the facets for posterolateral fusion.. The patient was taken to recovery.." On (B)(6) 2009, patient underwent following procedure: wide decompressive bilateral laminectomy of l3 and l4, with discectomy and removal of extruded graft material. Pre-op and post-op diagnosis: status post anterior lumbar interbody fusion with transpsoas cages, as well as posterior spinal instrumentation with posterior spinal fusion. She has left l3-4 extruded graft material with compression of the l3-4 nerve root, as well as herniated nucleus pulposus at l3-4 with spinal stenosis. The patient tolerated the procedure well and was returned to recovery room in satisfactory condition.